Event description:
No complications noted during the deployment of the graft. Contralateral limb landed short of the desired landing zone in the left common iliac artery. Although there was no endoleak associated with the placement of the graft, an iliac leg extension was deployed, extending the limb closer to the internal iliac artery in order to prevent future complications. No evidence of endoleak presence viewed.